Event description:
It was reported that a band was removed due to balloon breakage and leakage. The surgeon believes that the band balloon became damaged during insertion through the 15mm bladless trocar.

Manufacturer narrative:
Date sent: 12/10/2008. Information anticipated, but unavailable at this time.